Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer. The technician ran several test cycles and found the unit to be operating according to specification; no repairs were required. The unit was returned to service. The technician was informed that the employee subject of the reported event was not wearing proper ppe. The v-pro max sterilizer operator manual (pp. 6-14) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The v-pro max sterilizer operator manual (1-2) also states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment. Additionally, the v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment.". While onsite, the technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves while operating their v-pro max sterilizer and properly drying instruments. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a burn while handling items that were processed in a v-pro max sterilizer. Medical treatment was sought. The user facility did not disclose if medical treatment was administered.